Event description:
The customer reported via phone call that she has been getting air bubbles. Customer stated that the bubbles are big and occasionally are the size of champagne bubbles. Customer was advised that they are normal. Customer stated that the pump was not rewound with a reservoir in place. Customer declined replacements and stated that she would make sure that the insulin is at room temperature. Customer's last blood glucose was 444 mg/dl. Customer saw an air bubble in the tubing at the neck before it went into the tubing. Customer was hospitalized back in december. Customer had high blood glucose and was unable to bring it down, so she called 911. Customer just put a new set on and stated that the sets are working fine. Customer is using humalog and apidra. Customer mentioned that a piece of the pump is broken. Customer reported that she is no longer using the pump. Customer stated that her endocrinologist changes every 6 months because they leave the hospital that they work at.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-71353.